Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient's blood pressure dropped. Then the entire abdomen was pulsating. Follow up confirmed the patient was experienced phrenic stimulation on the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.